Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw driver shaft broke during final tightening of the blocker during surgery. There are no reports of a patient injury associated with this event.

Manufacturer narrative:
The device was not returned so an evaluation could not be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contained instructions regarding proper device usage.

Event description:
It was reported that the screw driver shaft broke during final tightening of the blocker during surgery. All broken pieces were removed from the wound. The procedure was completed using alternative instrumentation. There are no reports of patient injury associated with this event.